Manufacturer narrative:
Onsite investigation was preformed and the issue could not be replicated upon system checkout as system functioned normally and communication to the imaging system was establish without issues. A software investigation was also completed. This investigation was unable to determine the root cause of the issue without further information since the issue could not be replicated. A full system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that while in a spinal fusion procedure, they were unable to establish communication between the navigation system and the imaging system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.